Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a large prime volume of 59 units was seen in the black box on (B)(6)2014, and occlusion alarms and zero force loss of prime warnings on (B)(6) 2014. The pump was exercised for 24 hours at 1 unit/hour without any loss of prime or other warnings observed. The force sensor resistance reading was measured and found to be within specification; the force sensor calibration check failed. Evidence of moisture was observed underneath the display lens; the audio was non-functional and the display was not clear, due to moisture damage. The battery compartment was observed to be cracked from the case seal towards the grip and a leak test found a leak in the display lens seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed moisture under the display, the force sensor was out of calibration, the battery compartment was cracked and the audio was non-functional due to moisture damage. This report is made based on results of investigation completed on (B)(4) 2014.